Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while they were transecting the proximal colon during an open colon resection, the stapler's jaws were unable to open when it was clamped over tissue. The stapler had to be pried apart following the re-fire of the device. They had to re-fire the stapler and retract again to free it enough to allow the jaw to disengage. This did not recut the staples and the jaws did not remain locked. There was no patient injury.